Event description:
It was reported that during a da vinci-assisted surgical procedure, the tip of the medium-large clip applier instrument was stiff and hard to open and close. The user completed the procedure with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument¿s jaws were very stiff, and it was hard to open but the customer was able to load the clips. The instrument would not fire prior to clip application inside the patient. The customer did not observe any unintuitive motion issue with the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument was found to have a loose grip cable at the grip hub. Further inspection found no cracked clamping pulleys, input disks, or input shafts that could have contributed to the cable loosening. For clarification, the loose grip cable was the root cause of loss of full articulation at the distal tip. Additional observation(s) not reported by the site: the instrument was found to have one severely bent grip, causing them to be misaligned. The offset at the tips was 1.37mm. A clip could not be properly loaded into the clip groove of the grip-tips. The grips were not found to have cracking damage.